Event description:
The pt had a right total hip implanted 20 years ago. They began experiencing pain and popping in the joint. They were diagnosed with a failed right total hip arthroplasty, secondary to osteolysis, osteolytic loosening of the acetabular and femoral component. They required revision of the total hip arthroplasty with open reduction and internal fixation of intraoperative fracture.